Manufacturer narrative:
Concomitant medical products: 5054 lead. Implant date unknown. Product event summary: the partial lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The analyst commented that there is outer insulation torn off that was not returned.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.